Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the shell, broken on the plug strap, one curved opening on the posterior and a crease fold. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior and sharp broken edge on the plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. A sharp broken edge on the plug strap due to an unidentified (tear) opening.